Event description:
The customer reported the system is displaying small images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed an upgrade to the sundance version. System operate as intended. (B)(4).